Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dreamstation auto CPAP with an allegation of respiratory tract irritation, nausea / vomiting, lung disease, reduced cardiopulmonary reserve, cancer, lung and colon. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously received information from uno legal litigation in reference to a repaired dreamstation auto CPAP with an allegation of respiratory tract irritation, nausea / vomiting, lung disease, reduced cardiopulmonary reserve, cancer, lung and colon. The manufacturer was made aware of this complaint through a representative of the customer. The updated describe event or problem will be: the manufacturer previously received information from uno legal litigation in reference to a repaired dreamstation auto CPAP with an allegation of respiratory tract irritation, nausea / vomiting, lung disease, reduced cardiopulmonary reserve, cancer, lung and colon. The manufacturer was made aware of this complaint through a representative of the customer. The rep dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed the base screws that connect the top and bottom enclosures were missing, a dust-like contaminant was observed on the top enclosure, inside the inlet of the blower box, on the front panel, inside the iso port, on the rear panel, bottom enclosure, blower, blower seal, and blower box, the brass nut on the blower was observed to have corrosion to it, likely due to liquid ingress, one of the screw bosses of the blower was broken apart, and a piece of it was located sitting under the blower on the blower box, hair-like particles were observed on the top enclosure. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. The manufacturer was unable to directly address the symptoms outlined in the complaint. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.

Manufacturer narrative:
Repair evaluation information was received on 12/31/2022 and h11 is updated as: the manufacturer received information from uno legal litigation in reference to a repaired dreamstation auto CPAP with an allegation of respiratory tract irritation, nausea / vomiting, lung disease, reduced cardiopulmonary reserve, cancer, lung and colon. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.